Event description:
It was reported that prior to the implant procedure, it was noted that the inner packaging of the right ventricular (rv) lead appeared to be melted. As the sterility of the lead could not be confirmed a different rv lead was implanted. The lead was opened and not used. Another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed andanalysis was performed and no anomalies were found. The analyst commented, the seal of package is intact. No melt was observed.

Event description:
It was reported that prior to the implant procedure, it was noted that the inner packaging of the right ventricular (rv) lead appeared to be melted. As the sterility of the lead could not be confirmed a different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).